Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The reporter could not specify when the meter issue occurred. The patient manages his diabetes with diabetic medication but the reporter could not specify what medications but stated that the patient continued to take his usual dose of medication. The reporter stated that an unknown time after the issue occurred the patient developed a symptom of ¿headache¿ and that on (B)(6) 2017 he visited the ER where he was treated with insulin and on (B)(6) 2017 he had his blood glucose tested on a clinic meter which gave a result of 205mg/dl. During troubleshooting the cca noted that it was the first time the product had been used but there was no apparent misuse of the device. The batteries did not appear to require replacing. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.